Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window.

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose level was 200 mg/dl. Standard troubleshooting was performed. The insulin did exit during a fixed prime, but the insulin pump alarmed no delivery. Then, the piston on the insulin pump started to turn like it was warped. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)